Manufacturer narrative:
Concomitant medical products: ation bag, ventlab resuscitator qn#(B)(4). Voluntary report no: mw5043196. (B)(4). A phone conversation was conducted with ms. (B)(6) (nurse & dir. Patient safety services) and (B)(6) (director respiratory therapy), both from the user facility. Both report the following information: the sample is not available to the manufacturer. The user facility will retain sample. The teleflex device (adaptor) did not mal-function. The event was attributed to a user error. A filter was connected to the expiration port and not to the inhalation port. The patient was transported from the pacu to critical care unit without being placed on a cardiac monitor or pulse oximeter. Investigation results a visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the device was not provided. Other remarks: however, current production samples of catalog number 1422 multi-adaptor, 15mm ID x 22mm od batch number 74h1500175 were inspected and no issues were found than can lead to the condition reported by the customer. A functional & dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established since lot number was not provided and the device sample is not available to perform an investigation and determine the source of the complaint. Customer complaint cannot be confirmed due to the lack of sample and no lot number for investigation. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The complaint information was initially received via (B)(4) event report. The customer gives the following information, as reported in the (B)(4) event report: "the patient upon arrival in critical care was placed on a cardiac monitor which displayed pea. CPR was initiated. Resuscitation efforts were successful". "During transport from pacu to critical care post recovery; the ambu bag was connected to the filter of the expiration port and not the inhalation port. This was discovered upon arrival in critical care by respiratory therapy". "Patient remains unresponsive and ventilated. Documented in progress notes by the physician; patient has anoxic encephalopathy".